Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector of a printed circuit board assembly is loose. Analysis confirmed the programmer will not boot up. Analysis also found the tabs of the power cord bay door are broken and the system fan is noisy. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported by a sales representative (sr) that while trying to install a software update onto the programmer, an error occurred. The sr cycled power, but that did not clear the error. Technical support (ts) recommended that the sr run the programmer service diskette in an effort to clear the error so the software update can be loaded onto the programmer. It was also reported the programmer will not boot up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.